Event description:
The pt's husband reported that about 3 weeks ago, the pt had a low blood glucose reading below 50 mg/dl with her normal range being in the mid-100's mg/dl. He said she corrected her reading by eating a peanut butter sandwich. He stated she switched to her backup insulin infusion device and the same thing happened. He said she is currently on the backup device and her readings have returned to normal. During troubleshooting, the pt's husband stated the pt may have overestimated her bolus. He said they have started a new batch of insulin, so that may have something to do with the improved readings. On follow up, the pt's husband stated the pt has switched to her primary device, and had one more low reading, but her readings have now returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.